Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the closure device was attempted to be introduced into the access site with scar tissue present, however it could not be advanced. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the device found it was returned with the plunger in pre-deployment condition. Based on the reported experience of difficulty advancing the device into the access site, the device was loaded onto a proxy guide wire in the lab and it could not continue advancement approximately 6 cm proximal of the distal tip. The guide wire was then back-loaded and it stopped approximately 14 cm distal of the exit ramp. The clogged section of the sheath enter lumen was cut out to determined the cause for the blocked guide wire during testing. Coagulated blood was found at the distal end of the sheath preventing the guide wire from loading during lab testing. After the dried blood was cleared the guide wire passed through the device sheath without difficulty. The dried blood clogging the sheath would not be present during use, but it would accumulate during the reported failed attempt to introduce the device into the patients anatomy. Difficult to insert sheath can occur due to a number of factors including, but not limited to: manufacturing, tight tissue tract, patient obesity, or heavily scarred patient tissue. It was reported that the user was in-training and could not advance the device into the access site and that scar tissue was present. Based on the analysis and test results the reported experience could not be confirmed. There was no manufacturing or quality deficiency detected. A review of the device history records did not reveal any non-conforming material records associated with this lot. The probable cause for the reported experience is related to operational context during use.